Event description:
During the index procedure an in.pact admiral paclitaxel-eluting pta balloon catheter was attempted to be used to treat the right sfa/pop (r-1); however, the device could not cross the lesion. The device was inflated for 180 seconds in the vessel. Approximately 5 months post index procedure occlusion of the right fem-pop axis was reported. Investigator indicated that the event was not related to the study device, procedure or paclitaxel. The event was treated with pta. Outcome is unresolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
The previously reported occlusion of the right fem-pop axis was treated with thrombolysis approximately 8 days post occlusion event and treated with pta approx 9 days post occlusion event. Outcome of the event is resolved.